Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The physician was attempting to remove the existing cook filiform double pigtail ureteral stent by using a stent grapser through another manufacturer's rigid cystoscope. The stent broke when the initial extraction was attempted with the stent grasper. The procedure was then continued by the supervising surgeon. Retrieval was attempted via ureteroscopy with a stone extractor, but the stent continued to break upon contact with repeated extraction attempts. The physician was unable to remove all stent fragments and an additional cook filiform double pigtail ureteral stent was implanted alongside the existing stent. 7 stent fragments were retrieved from the patient, however some fragments still remain in the proximal ureter/renal pelvis. Fragments of the existing stent were unable to be retrieved via ureteroscope and are believed to be in the proximal ureter/renal pelvis. At present, those fragments remain inside the patient pending a decision on alternative extraction options.

Manufacturer narrative:
(B)(4). Investigation - evaluation: clinical opinion of event: although the device broke while attempting to remove it, it is not clear if the root cause of the event is associated with the patient condition (pre-existing conditions which would speed up the breakage of the device - i.e acidic environment), the surgical removal procedure or an eventual malfunction of the device. A review of the complaint history, device history record, documentation, and specifications, was conducted during the investigation. The complaint device was returned for investigation and showed a stent broken in multiple places. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. As reported the stent broke apart during removal with a stent grasper through a storz rigid cystoscope. Another attempt at removal was made with a stone extractor with the same results. Pieces of the device were left indwelling and another stent was placed alongside the previous device. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information was received.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
The physician was attempting to remove the existing cook filiform double pigtail ureteral stent by using a stent grasper through another manufacturer's rigid cystoscope. The stent broke when the initial extraction was attempted with the stent grasper. The procedure was then continued by the supervising surgeon. Retrieval was attempted via ureteroscopy with a stone extractor, but the stent continued to break upon contact with repeated extraction attempts. The physician was unable to remove all stent fragments and an additional cook filiform double pigtail ureteral stent was implanted alongside the existing stent. Seven stent fragments were retrieved from the patient, however some fragments still remain in the proximal ureter/renal pelvis. Fragments of the existing stent were unable to be retrieved via ureteroscope and are believed to be in the proximal ureter/renal pelvis. At present, those fragments remain inside the patient pending a decision on alternative extraction options.